Event description:
The following was reported by the user: the cement seemed slow to mix. We tested the first little bit like we always do, and it seemed thick enough (not shiny, toothpaste consistency). When I injected, it behaved like it was too thin. In fact, after I stopped injecting and removed the cannula, the cement continued to move and leaked through a posterior wall fracture into the spinal canal. I then injected some cement out on the table to see, and this now was shiny and very thin even at 11 minutes 45 seconds after mixture. On (B)(6) 2012, the customer (B)(6) confirmed there was no user/patient impact and the sample is not available for evaluation.

Manufacturer narrative:
(B)(4). Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure. A review of complaint data did not identify any trend with this or similar failure modes. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure. A review of the manufacturing device history record (DHR), raw material history files, and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident. A definitive root cause could not be identified for the reported failure as a complaint sample was not provided for evaluation. All applicable manufacturing and quality personnel will be notified of this failure in an effort to heighten awareness of this complaint and minimize any impact from the manufacturing processes. In addition, this issue will continue to be monitored to identify the need for any further actions.